Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Peritonitis. Case description: spontaneous report received in 2007 from physician regarding a female patient. The patient received 1 sheet of seprafilm placed under the median wound after a right hemicolectomy. Approximately 6 days after starting seprafilm, the patient experienced peritonitis which was located from the median wound to the right abdomen to the retroperitoneum that was severe in intensity and required hospitalization according to the physician. Seprafilm was last administered prior to the reported event. A culture performed on an unknown date revealed enterococcus. As of 17 days later, the patient was recovering. The physician assessed the relationship between peritonitis and seprafilm as probable.